Event description:
A customer reported encountering an unspecified issue with the adc mobile application. Due to this, they reported it resulted in "an emergency situation and an overnight hospital stay." However, no additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. As it is unknown if customer was using ios or android operating system, model no for ios has been entered. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering an unspecified issue with the adc mobile application. Due to this, they reported it resulted in "an emergency situation and an overnight hospital stay." However, no additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
In the absence of a returned product, an extended investigation has been performed. Using the freestyle librelink on ios and android app no specific issues with the app was identified. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.